Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis. Products: 4092-58 implantable pacing lead 2009 (B)(6); 5076-52 implantable pacing lead 2009 (B)(6); t510c25 porcine heart valve 2013 (B)(6). (B)(4).